Event description:
It was reported during a rotational atherectomy procedure, approximately 22mm if the tip of the wire fractured during the dynaglide mode. The separated tip remains in the pt. Pt status is listed as "okay".